Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that while the imaging system was over the patient, it would not open. The site had to turn the system off and on in order to open the system up. No known impact to patient outcome. There was a surgical delay of less than one hour.

Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, replaced the pendant and verified proper operation with no problems encountered. System returned to service. H3, h6: a software analysis was initiated. It was not a software issue. Complaint data analysis found the event is due to a hardware issue as per salesforce. Software functioning as designed. H2-3) the pendant was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, unable to confirm reported complaint. Installed pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant functions actuated correctly. Unable to replicate reported issue. Visual inspection shows the pendant laminate is lifting/ bubbling up from around the keys and the face of the pendant. Worn pendant. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6); product ID: bi71000529, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.